Event description:
The suspect device was used to check the user's blood glucose. A result of 109 mg/dl was obtained and they dosed insulin as usual. Three hours later the device result was 304 mg/dl. A couple of hours later they lost consciousness. They works at a hosp and another meter was used to check their glucose and the level was 58 mg/dl. They were given a glucose IV. Controls were not used. The device was replaced and requested to be returned for evaluation.